Event description:
Reporting status: malfunction. Reporting rationale: loose stent has caused or contributed to pt injury previously. Device issue: loose stent. It was reported that a 3.5 x 15 zeta was advanced; however, during stent deployment, the stent got displaced back from the balloon. The whole assembly was removed and another 3.5 x 15 zeta was deployed successfully. The pt is doing fine and is stable. No additional event or pt info is available.

Manufacturer narrative:
(B)(4). Results - product performance engineering could not determine a conclusive root cause for the loose stent. Eval summary: quality assurance analysis revealed that the stent delivery system (sds) was returned without any blood visible. There was contrast in the inflation lumen. The stent implant was loose on the balloon. There was no damage noted to the stent implant. The balloon was tightly folded. There were crimp marks on the balloon between the markers. There was a kink in the inner and outer members 3 cm distal to the guide wire exit notch. There was no other damage noted to the sds. The protective sheath was not returned. A snap gauge was used to measure the outer diameters of the stent implant. The measurements were oversized and did not meet mfg criteria. Product performance engineering reviewed the incident info and analysis of the returned product, which was consistent with preparation. The stent was loose on the balloon, confirming the reported discrepancy. There was no damage noted to the stent. Crimp marks were visible on the tightly folded balloon between the markers, suggesting that the stent was originally positioned correctly and securely at the time of MFR. A loose stent can be influenced by many factors including, improper or inadequate crimping at the time of MFR, incorrect sheath sizing, positive pressure during prep, negative pressure during sheath removal, forced sheath removal, and handling of the stent during prep. The stent outer diameter dimension was outside of the accepted mfg specification, however, because stent outer diameter is verified 100% at the time of MFR and units in this lot were all within the required specification, this over-sizing most likely occurred at the time of dislodgement as it is expected that the stent would expand during travel over the balloon shoulders. It is possible that during preparation, positive pressure was applied to the sds, slightly expanding the stent, such that when the protective sheath was removed, resistance was met, facilitating the stent to become loose on the balloon. There is no indication of a lot specific product quality deficiency; however, a conclusive cause could not be determined for the reported loose stent . Analysis noted a kink in the distal shaft. Since this damage was not reported in the incident info, the kink may have occurred during the procedure or during packaging, handling and return to abbott vascular for analysis. This damage does not appear to be related to or have contributed to the reported loose stent. A review of the product mfg records did not reveal any non-conforming material reports associated with this lot and all lot release testing met mfg criteria. This MDR is considered closed by the product performance group.